Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, date of implant: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was intermittently undersensing and that this potentially caused a delay to the delivery of therapy. The lead remains in use. No further patient complications have been reported as a result of this event.